Event description:
The patient received the scs system on (B)(6) 2011. It was reported during the procedure that the st. Jude representative experienced difficulty establishing communication between the ipg and the patient programmer. It was also reported that intraoperative testing identified invalid readings on all scs lead contacts. Reinserting the lead and the use of a replacement patient programmer did not resolve the issue. The physician implanted a different ipg which communicated without issue and identified normal impedance readings.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.